Event description:
Report rec'd of a burned ac power cord plug. The pump was returned with an unsigned note that said, "spark in plug." During testing at the user facility, the plug on the power cord was noted to be burned. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.